Event description:
It was reported that during an unknown procedure two devices were not used because the instruments were bent at the tip. One of the devices also appeared to be melted on one of the trocar tips. The site used a third device to complete the case. No patient consequences were reported.

Manufacturer narrative:
Date sent: 05/29/2007.